Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a single leaflet device attachment (slda). It was reported that a mitraclip procedure was performed on (B)(6) 2022 to treat functional mitral regurgitation (mr) grade 4+. One clip was successfully implanted reducing mr to a grade of <1. It was noted at the 30 day follow up that the implanted clip had come off the posterior leaflet. According to the physician the slda was due to the patients pre-existing anatomy. No additional treatment was provided. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the recurrent mitral regurgitation was due to the single leaflet device attachment (slda). The cause of the reported incomplete coaptation associated with the slda was due to challenging patient anatomy (short and calcified posterior leaflet). The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.h1: report type updated to serious injury h6: health effect codes 4582 and 2199 were removed. Codes 4451 and 4614 were added.

Event description:
Subsequent to the previously filed report, additional information was received: it was further reported that the mr grade was 4+ on the date the slda was discovered. No additional treatment was provided. No additional information was provided.